Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a redo atrial fibrillation procedure, an echocardiogram revealed a perforation in the left atrium and the patient expired. Mapping was completed with an advisor hd grid and ablation started with the tactiflex. A low posterior line was completed when the patient¿s pressure dropped. A pericardiocentesis was performed, and an impella balloon pump was placed. However, this did not resolve the issue and the patient was transferred to cardiac surgery and the patient expired.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. Multiple log files from the tactisys quartz system were returned under the reported event date (04sep2024) for this complaint investigation. No batch number was reported; therefore all log files were analyzed under the reported event date of 04sep2024. Upon review of all log files, analysis concluded that the optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. However, high force measurements were recorded during ablations performed. Tactiflex ablation catheter, sensor enabled instructions for use states ¿warning: increased contact force may increase the risk for perforation during manipulation of the catheter.¿ log files included a check baseline error message which was displayed with no resets noted to be performed while ablations were continued to be performed. Ensite x ep system contact force module instructions for use states baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body. After reinsertion into the patient¿s body after retraction through a sheath. When the message ¿check contact force baseline¿ displays.¿ the device history records of the of the lot numbers provided in the log files were reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported perforation and subsequent death remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.